Manufacturer narrative:
The device was disposed of and is not returning for eval. The cannula has an upper and lower seal with a slot that allows instruments to be inserted. The seal prevents liquid from escaping through the cannula. A review of returns show no other returns or complaints for this issue.

Event description:
The user reported that during an arthroscopic shoulder surgery, one of the seals of the cannula detached. The seal was easily retrieved with a grasper. The user reported no injury occurred to the pt.